Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge change error occurred. The customer did not load the cartridge properly. Upon reloading the cartridge, a minimum fill notification occurred after filling a cartridge with 300 units of insulin. No reported impact to the customer's blood glucose level. Customer added insulin to the cartridge and loaded it successfully.